Manufacturer narrative:
Additional information received from the supplier that they received the reported csc300. The cracked part is made from pc resin, in theory, it¿s strong enough. They thought it¿s broken by happenstance therefore at this time they will not create an investigation report.

Manufacturer narrative:
At this time, the suspect device is not yet returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the csc300 verso closed suction system tip on adapter was bubbling where tip and adapter meet. The issue occurred while connected to the patient however, there is no information on patient outcome.